Manufacturer narrative:
The reported event of difficulty advancing the amplatzer cardiac plug through the sheath could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 24mmamplatzer cardiac plug was selected for implant, however was determined to be too small. A 26mm amplatzer cardiac plug was then selected for implant with a 12f amplatzer torqvue delivery system. The user reported advancement difficulty through the sheath and observed that the wire cable was bent. The plug was then exchanged for a new 26mm amplatzer cardiac plug, which was successfully implanted. A clinically significant prolonged procedure time was reported. No patient consequences were reported.